Event description:
Same case as MDR ID 2134265-2014-01184. It was reported that during a nephro-ureteral stent placement procedure, a suture break occurred. An unspecified lesion location was being treated. A 10/26 and 10/24 percuflex nephroureteral stent was selected for use. Upon pulling the string the suture broke on both percuflex nephroureteral stents. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has the stent damage, as part of overall visual revision. The device returned was found torn/ripped near to the connector, also the drainage hole was found torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-01184. It was reported that during a nephro-ureteral stent placement procedure, a suture break occurred. An unspecified lesion location was being treated. A 10/26 and 10/24 percuflex¿ nephroureteral stent was selected for use. Upon pulling the string the suture broke on both percuflex¿ nephroureteral stents. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.